Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increasing pacing impedance measurements, resulting in measurements greater than 2,000 ohms. Additionally, pacing threshold measurements had increased. Noise was not observed on the lead. Technical services discussed lead replacement. The patient's physician reported that a procedure to abandon and replace the lead was planned. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.